Manufacturer narrative:
The reason for revision, as stated in the complaint, was infection. No further information was received from the complainant which is needed for further investigation. Neither part number nor lot number was received, nor was the product returned, hence product could not be evaluated, nor the documentation could be reviewed. If more information is received regarding this complaint, the investigation will be re-opened.

Event description:
It was reported that a revision surgery was performed due to infection and to remove the stem.